Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump depletes from a fully charged battery within 3 days. Reportedly, the pump has shut down due to the battery issue. Reportedly, after charging the pump the customer observed that bg info and settings were missing. The customer's blood glucose level was not impacted by this issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.